Event description:
It was reported that this right atrial (ra) lead was explanted and replaced due to high pacing thresholds and high impedance which were suspected to be related to a loss of slack that the physician found during x-ray examination. It was also noted that the lead was bent. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Noted cuts and melt marks in the insulation, normal explant damage. Deformed coils were noticed. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break. A fractured cathode (inner) conductor was observed 166 millimeters and 177 millimeters from the terminal end. Fracture characteristics are consistent with cyclic fatigue.

Event description:
It was reported that this right atrial (ra) lead was explanted and replaced due to high pacing thresholds and high impedance which were suspected to be related to a loss of slack that the physician found during x-ray examination. It was also noted that the lead was bent. No additional adverse patient effects were reported.